Event description:
Immediately after deploying a cobra stent in a svg (saphenous vein graft), stent recoil was observed in real-time, angiographically. The physician post-dilated the cobra with improved coverage, but is considering deploying a 2nd stent at a later date due to residual recoil. Though requested, no additional information has been provided.

Manufacturer narrative:
H6 health impact code: 4614 (we were unable to enter this code in h6 section). The stent remains implanted in the patient. The delivery system was requested, but was not provided. As the lot number was not provided, lot history review was unable to be performed. All lots are sampled and monitored for stent foreshortening. Stent recoil / foreshortening is captured in the risk assessment as a known potential hazard. Although no sufficient information was provided to determine the cause, in general, causes of foreshortening, may be attributed to inadequate stent expansion during deployment, and / or vessel / lesion morphology / characteristics that can contribute to stent recoil. A manufacturer review of stent foreshortening sampling data confirmed there have been no adverse trends or out of specification results. Device coding 2017: it was reported that the cobra stent was implanted in a svg (saphenous vein bypass graft). It should be noted the instructions for use (IFU) state the following, in section 6.4, precautions: lesion / vessel characteristics: 'safety and effectiveness of the cobra pzf nanocoated coronary stent system have not been established for subject populations with lesions located in saphenous vein grafts.' Device problem coding 1494 is assigned for problem associated with the device which has been used for an unapproved indication or for an unapproved intended use. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Manufacturer narrative:
Date of event estimated. Date of implant estimated. (B)(4). As the stent remains implanted in the patient. The delivery system was requested, but has not been provided, to date. As the lot number was not provided, lot history review was unable to be performed. All lots are sampled and monitored for stent foreshortening; a review of stent foreshortening sampling data confirmed there have been no adverse trends or out of specification results. Stent recoil / foreshortenin is captured in the risk assessment as a known potential hazard. It was reported that the cobra stent was implanted in a svg (saphenous vein bypass graft). It should be noted the instructions for use (IFU) state the following, in section 6.4, precautions: lesion / vessel characteristics: *safety and effectiveness of the cobra pzf nanocoated coronary stent system have not been established for subject populations with lesions located in saphenous vein grafts.* device problem coding 1494 assigned for problem associated with the device which has been used for an unapproved indication or for an unapproved intended use. Investigation is not yet complete. A follow-up report with additional, relevant information received will be provided.

Event description:
Immediately after deploying a cobra stent in a svg (saphenous vein graft), stent recoil was observed in real-time, angiographically. The physician post-dilated the cobra with improved coverage, but is considering deploying a 2nd stent at a later date due to residual recoil. Additional information has been requested, but has not been provided, to date.